Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5 mm ticm125v4 implantable collamer lens, -15/+2.0/88 diopter, in the patient's left eye (os) on (B)(6) 2006. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.